Manufacturer narrative:
From 08-feb-2017 product investigation results: reporter returned three toothbrush heads on (B)(6) 2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Head broke off the brush head [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via phone on (B)(6) 2016 that the head broke off the oral-b power oral care refills precision clean. She stated that she had just purchased a new oral-b professional care rechargeable toothbrush 2500 but no brush was included, so started using these brush heads. This was not the first time she had used these particular brush heads. No symptoms developed.

Manufacturer narrative:
Return of product has been reported. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head broke off the brush head [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via phone on 15-dec-2016 that the head broke off the oral-b power oral care refills precision clean. She stated that she had just purchased a new oral-b professional care rechargeable toothbrush 2500 but no brush was included, so started using these brush heads. This was not the first time she had used these particular brush heads. No symptoms developed.